Event description:
Reporter indicated that vns pt had passed away. It was reported that family member found the pt unresponsive at home. The pt had been lying on the couch watching television and presumably fell asleep. Family member, who was in the next room, did not hear anything. Family member found that pt had rolled off the couch and their head was in the trash basket. It had no plastic linear but some tissues, which were wet with saliva. All attempts to resuscitate pt failed and pt was pronounced dead in the hospital emergency room. County coroner indicated that he did not find anything unusual on the gross examination of the organs and that the death was likley due to sudep (sudden unexplanted death in epilepsy). The pt had been averaging 1 grand mal seizure per week and there had been no change in seizure frequency, no missed medication or no illness prior to death. It was reported that the pt experienced a >50% reduction in seizures with the vns therapy and that pt was receiving therapy at the time of death. Device diagnostic testing performed three months prior to death was within normal limits, indicating proper device function at that time. Device end of service is not likely based on known device settings and device diagnostic test results. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Treating neurologist indicated that the relationship between the ncp system and the cause of death was unknown.